Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). They attempted to load hsk-3038. Seal did not properly load into delivery tube. A new hsk-3038 was opened to complete the procedure. No patient injury.

Manufacturer narrative:
Trackwise ID#: (B)(4). Analysis of production: (3331/213 & 67) the device history records review concluded that there were ncmrs but no relation for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213 & 67) the review of the historical data indicates that no other similar complaints was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jan 2020 to dec 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213 & 67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10/ 4105 /213 & 67) the device was returned to the factory for evaluation on 12/22/2021. An investigation was initiated on 05/02/2022. A visual inspection was conducted. The delivery device was returned outside the loading device. The white plunger was not depressed on the delivery device and the blue safety was on which prevents the white plunger from being depressed. Signs of clinical use and evidence of blood was observed on the base of the loading device. The seal and tension spring assembly was observed in the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.198 inches, the outer diameter was measured at 0.220 inches (rm2036883). The length of the delivery tube was measured at 2.50 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed.